Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric surgery there was an erroneous closing of jaws. Defective closing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the account: the difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient was discharged. The jaws of the device did not close. The product was not re-sterilized before use.